Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. A new electrode was placed using the chronic pulse generator. There were no additional adverse patient effects. It was reported that the patient received inappropriate shocks due to oversensing of myopotential noise. Also, the smart pass feature had programmed itself off due to reduced intrinsic amplitudes. The patient was lying down at the time of the shocks. The sensing vector was currently set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing of myopotential noise. Also, the smart pass feature had programmed itself off due to reduced intrinsic amplitudes. The patient was lying down at the time of the shocks. The sensing vector was currently set to the primary sensing vector. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.